Event description:
A registration form was received stating this device was explanted. Further information revealed that this device was explanted due to infection. This is the same event as MDR 2183787-2014-00138.